Manufacturer narrative:
The complaint, originally , was re-opened to add the pe code implant-implant fit mating parts dont fit together. There was no change to the original investigation, a copy of which can be found attached in this complaint in the notes and attachment section. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) investigation summary - the complaint, originally (B)(4), was re-opened to add the pe code implant-implant fit mating parts dont fit together. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to implant fracture and implant-implant fit.